Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments returned. Analysis observed only one set of setscrew marks on the is-1 pin, and it was too proximal, which indicates the lead was not fully inserted into the device.

Event description:
It was reported the lead had high impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.